Manufacturer narrative:
(B)(4).additional information: damaged precock mechanism. The analysis results showed that one ems device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. No conclusion could be reached as to how the damaged to the driver link occurred.

Event description:
It was reported that during a laparoscopic hernia procedure, the trigger was broken. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.